Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from USA stating that the device's lock collar was not working properly. It is known that the device was being used during surgery. It is known that there were no user or patient injuries reported. It is unknown if medical intervention occurred. There was no additional information provided.